Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with the probe needle slightly bent. No damage (gouging or shaved metal) was observed to the needle. The probe needle was fit tested for function through a ring gauge and was found conforming. The probe traveled in and out of the ring gauge under its own weight. The video on the provided universal serial bus (usb) drive was reviewed. The video does not show any devices being inserted into or removed from any of the trocar. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming for fit and did not indicate and damage (gouging or shaved metal) to the needle, therefore the reported complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action was taken as the returned probe was functionally conforming and no damage (gouging or shaved metal) to the needle was observed. All probes are 100% visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter could not be inserted completely into the trocar, it got stuck in it and when taking the cutter out of the patient's eye, the shaft part was shaved and the outer cylinder was peeled off during a procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.